Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the over-temp light came on at forty degrees celsius on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr found filter in cooler heater unit to be clogged restricting flow which allowed the temperature to go higher than setting. After cleaning filter, the unit still gave an overtemp alarm. The fsr replaced the thermostat in the cooler heater unit and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.